Event description:
It was reported that during an unk procedure, the cartridge popped off the device and fell into the body cavity and was retrieved. Another device was used to complete the procedure without any adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.